Manufacturer narrative:
(B)(4). Upon follow up it was reported that the patient experienced several episodes of recurrent peritonitis. The event of peritonitis was alleged to be caused by a breach in aseptic technique. The peritonitis manifested as abdominal pain and cloudy effluent. The patient was not hospitalized for this first case but was treated with vancomycin and gentamycin. Within a month, the patient experienced recurrent peritonitis manifested as constipation, low blood pressure and cloudy effluent. Again, the patient was not hospitalized but treated with vancomycin and gentamycin. The patient later developed sepsis as a result of the recurrent peritonitis and was hospitalized. The patient¿s catheter was removed and hemodialysis was initiated. Treatment information was not reported and a month later the patient passed away. The cause of the death was reported to be due to sepsis. The patient had not yet recovered from the peritonitis at the time of death. No additional information is available at this time. This is a report of a patient who experienced a break in aseptic technique resulting in recurrent peritonitis. The patient later developed sepsis as a result of the peritonitis and passed away. As the cause of the peritonitis was due to a breach in aseptic technique, the homechoice automated pd set with cassette is no longer a suspect product in this event. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers h13f22055 and h13e09039 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 1 of 4 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. Treatment information was not reported. The patient was discharged from the hospital and recovering from the peritonitis. No additional information is available at this time.